Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4)% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. A 2.25mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the balloon, wire and inflation lumen. Microscopic inspection revealed a burst in the balloon material, 10mm in length. Inspection of the remainder of the device revealed no other damage or irregularities. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device. There is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. A 2.25mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.